Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis cannot be performed. A device history review was performed and revealed no failures or malfunctions that could have caused or contributed to the reported event. The device had no previous service history. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that could have caused or contributed to the reported issue, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced pleural effusion coincident with peritoneal dialysis (pd) therapy manifested by difficulty breathing. On the same day, the patient was hospitalized and discharged eight days later. The patient was in the intensive care unit and required a chest tube and a ventilator. The cause of the pleural effusion was unknown. At the time of this report, the patient was recovered from the event. No additional information is available at this time.